Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed. The suture was returned pulled distally out of the device. The plunger with the anterior needle tip were not returned. The posterior cuff was captured and attached to the needle tip with the link. The anterior cuff was out of the foot pocket with its tabs intact. No needle strike marks were detected at the anterior foot pocket; this indicates the needle was deflected away from the pocket during deployment. When the plunger was removed from the device, the suture would not be present in this case. These findings are consistent with and confirm the reported cuff miss experience. During testing a proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of every device is checked twice during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Based on the reported information, test results and analysis, the reported needle to cuff miss experienced during the procedure appears to be related to the operational context during use of the device. No manufacturing or quality inspection deficiency was detected. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three proglide devices are being reported under separate medwatch report numbers.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a balloon angioplasty procedure. Reportedly, while depressing the plunger there was blood present around the device. Deployment was done and during knot advancement, using the knot pusher, the physician indicated that it seemed to him that the sutures were going too deep, passing the tissue tract towards the artery more than usual. He removed the sutures, re-wired, and attempted a second and a third proglide experiencing the same results. A fourth proglide was attempted, but when he retracted the plunger from the device body, no suture was present on the needles. The device was removed and a non-abbott device was used to achieve hemostasis. There were no adverse patient sequelae. Though requested, no additional information was provided.